Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reportable by the vad administrator that the pt presented to an outside hospital (osh) with hgb of 5.0, inr was 1.5, and was positive for a gi bleed. The pt was admitted and given blood. The pt was discharged to home with weekly lab checks.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be determined. Multiple incidents of gi bleeding have been reported for the patient (reference manufacturer¿s medwatch #s 2916596-2014-01444 and 2916596-2015-00075; however, there have reportedly been no further incidents since the initiation octreotide intramuscular injections. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event. The device¿s approved labeling lists bleeding as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.